Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable: no malfunction or serious injury.

Event description:
The malfunction is filed under aag reference (B)(4) ((B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a carbon steel safety scalpel #23 (part # ba823su) failed during use. According to the complainant, the io blade-failure during use. Reportedly, the primary packaging of the scalpel tore, causing a loss of sterilization. The complaint device was returned to the manufacturer for evaluation. There was no described patient harm. Additional information has not been made available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00197 ((B)(4) + ba823su), and 9610612-2021-00183 ((B)(4) + ba823su).